Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an incident on ICU this afternoon, they were removing a foley catheter from a patient, and it got stuck and they were unable to remove it. When the catheter was finally removed the balloon was mishappen and defective. Their biggest concern was they were not able to tell whether this was a single balloon or if the entire lot could be damaged. Per additional information received via email 23apr2024, it was reported that the patient was fine, the procedure was completed and there was no further issue, other than the extended amount of time it took to remove the balloon. The only additional information pertaining to the event and the product in question was that they had a number of incidents recently of the foley catheter leaking during procedures. Per additional information received via email on 24jul2024, it was reported that they were following up with regard to their correspondence with bryan back in march. Mostly the 16fr foley kits, the urine leaked around the catheter. When blowing up the balloon it was noted that the circumference was lop-sided and not perfectly round, and they were wondering if this causes incorrect position within the bladder allowing the urine to leak around the balloon. This has happened multiple times with many patients, but the kit is usually long gone before the problem starts so they had not been able to nail down one specific lot number or anything. One time the catheter was stuck in a patient and the balloon would not deflate at all, eventually with the patient walking around and repositioning it did come out, but it took several hours and attempts before that happened. This issue only occurred once to my knowledge. The leaking has occurred more than 20 times within the past 6 months.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure could be due to wrong product size selected. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had an incident on ICU this afternoon, they were removing a foley catheter from a patient, and it got stuck and they were unable to remove it. When the catheter was finally removed the balloon was misshapen and defective. Their biggest concern was they were not able to tell whether this was a single balloon or if the entire lot could be damaged. Per additional information received via email 23apr2024, it was reported that the patient was fine, the procedure was completed and there was no further issue, other than the extended amount of time it took to remove the balloon. The only additional information pertaining to the event and the product in question was that they had a number of incidents recently of the foley catheter leaking during procedures. Per additional information received via email on 24jul2024, it was reported that they were following up with regard to their correspondence with (B)(6) back in (B)(6). Mostly the 16fr foley kits, the urine leaked around the catheter. When blowing up the balloon it was noted that the circumference was lop-sided and not perfectly round, and they were wondering if this causes incorrect position within the bladder allowing the urine to leak around the balloon. This has happened multiple times with many patients, but the kit was usually long gone before the problem starts so they had not been able to nail down one specific lot number or anything. One time the catheter was stuck in a patient and the balloon would not deflate at all, eventually with the patient walking around and repositioning it did come out, but it took several hours and attempts before that happened. This issue only occurred once to my knowledge. The leaking had occurred more than 20 times within the past 6 months.